Event description:
A pt reported blood glucose results of "61 mg/dl" with a lifescan meter and "38 mg/dl" on a laboratory device, performed within 10 minutes of each other. The pt had tested the strips the day before the lab comparison and the result was within the range. The meter was replaced.